Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to apparent noise on the pace/sense portion of the lead. There was also an elevated number of short interval counts (sic). The rv pace/sense impedance spiked to greater than 3000 ohms in the prior 15 days and a lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.